Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 595 mg/dl. Reportedly, the suspected cause of the elevated bg level was due to a possible site issue. System check with tandem technical support was performed and showed that the pump was performing as intended. The customer changed the supplies on the pump. While on the phone with tandem technical support, the customer confirmed a manual injection would be delivered to address bg level. To calculate the units needed for the manual injection, the customer entered the current bg value of 595 (mg/dl) onto the pump, and the pump calculated a bolus request of 11.75 units. Due to having 4 units of insulin on board (iob), the customer delivered 8 units of insulin via manual injections. However, the customer's bolus history on the pump showed that an unintended bolus of 11.75 had been delivered during the call. The customer believes maybe being disconnected from the site as the bed was wet from "underneath the end of the tubing"; however, was unable to confirm. The customer confirmed bg levels would continue to be monitored and would consume carbohydrates should a low bg event occur. Several hours later, during a follow-up call, the customer confirmed that a low bg event did not occur, and bg level was at 164 mg/dl. Additionally, the customer was confident they had been disconnected from the pump during the unintended delivery of 11.75 units.